Manufacturer narrative:
Initial 9 of 9. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced nine infusion set fell off events during use since (B)(6) 2026. The infusion set was used for less than two days.